Event description:
Possible broken sensor wire (retained distal end). Pt removed and discarded the proximal segment.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.